Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing; in addition no activation issues were noted at anytime during testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Event description:
It was reported that during a cholecystectomy procedure, the product was not working. The gen11 indicated an error with the ace36 device. The device was not coagulating or cutting. Another like device was used to complete the procedure. Surgery was delayed fifteen minutes. There were no adverse consequences for the patient.